Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2015. On (B)(6) 2016, an external defibrillation was performed to the patient by the emergency service for the cardiac resuscitation due to sudden cardiac arrest symptoms in the street. When the patient was admitted to the hospital, the interrogation of the subject device was not possible. The ECG and magnet application confirmed that the pacemaker did not work. On (B)(6) 2016, the device was therefore replaced. An analysis of the device is requested in order to know if the pacemaker was working properly before performing the external defibrillation or otherwise the external defibrillation has damaged the device and if it is possible to retrieve information recorded in the pacemaker in order to know the circumstances.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was implanted on (B)(6) 2015. On (B)(6) 2016, an external defibrillation was performed to the patient by the emergency service for the cardiac resuscitation due to sudden cardiac arrest symptoms in the street. When the patient was admitted to the hospital, the interrogation of the subject device was not possible. The ECG and magnet application confirmed that the pacemaker did not work. On (B)(6) 2016, the device was therefore replaced. An analysis of the device is requested in order to know if the pacemaker was working properly before performing the external defibrillation or otherwise the external defibrillation has damaged the device and if it is possible to retrieve information recorded in the pacemaker in order to know the circumstances.

Manufacturer narrative:
Upon reception, the analysis of the device revealed absence of output that resulted from damages of the protective components (including the protective diodes). These damages most likely resulted from the external defibrillation shock.

Event description:
The subject device was implanted on (B)(6) 2015. On (B)(6) 2016, an external defibrillation was performed to the patient by the emergency service for the cardiac resuscitation due to sudden cardiac arrest symptoms in the street. When the patient was admitted to the hospital, the interrogation of the subject device was not possible. The ECG and magnet application confirmed that the pacemaker did not work. On (B)(6) 2016, the device was therefore replaced. An analysis of the device is requested in order to know if the pacemaker was working properly before performing the external defibrillation or otherwise the external defibrillation has damaged the device and if it is possible to retrieve information recorded in the pacemaker in order to know the circumstances.